Manufacturer narrative:
The device was returned to greatbatch medical and evaluation is in progress. Once greatbatch medical completes the investigation, a supplemental medwatch 3500a form will be submitted.

Event description:
During a patient procedure the physician noted a dull reamer. The procedure was completed with another instrument. There was no delay in surgery, patient/user harm or adverse events reported.